Event description:
It was reported that during a stent procedure, as the stent delivery system (sds) was backloaded over the guide wire, they froze together. The sds was pulled with great force to remove it from the guide wire. The tip came off onto the guide wire and was removed. Reportedly, there was no pt injury.